Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The analysis found that the long60a device was received in good visual condition and with an ecr60b reload loaded in the device. The reload was received partially fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
Field quality engineer reviewed the two photographs returned. Based on what can be observed in the photographs it is my opinion the event was the result of a cartridge selection / tissue plus buttressing material mismatch. Note: when buttressing material is used, cartridge selection should be based on the combined thickness of both the tissue and buttressing material..

Event description:
It was reported that during a gastric bypass procedure, the staple alignment was off during firing. The cartridge color was not noted, although the surgeon was firing on the jejuno-jejunostomy. There were no patient consequences. Case completed with another device of the same product code. Additional information: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd firing. If echelon, during which stroke did the event occur? First. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? Yes, bovine. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Locked out. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not noted. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, lockout sequence had to be initiated to release device from tissue. Was there any difficulty removing the device from the tissue? Not with the lockout sequence initiated.